Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
A technician reported a case of diffuse lamellar keratitis (dlk) one day post lasik procedure of the right eye. Patient reported the eye was comfortable and vision was good. Reporter indicated topical steroid eye drop dosage was increased and issue is now resolved.